Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by the customer that keypad on the insulin pump is malfunctioning. The numbers on the insulin pump are going up without the customer's input. Customer's blood glucose level at the time 164mg/dl. Advised insulin pump would be replaced. No additional information is provided.